Manufacturer narrative:
Summary of investigation results: not yet available. Summary of follow up/corrective actions taken: a field engineering specialist checked the liquid level detection of the sample probe, the pressure sensor on the sipper probe, and the temperature of the analyzer. He performed precision testing with acceptable results. He ran qc testing and the instrument was considered operational. Number of devices returned to manufacturer? 0. Number of devices labeled "for single use?" 0. Number of devices reprocessed and reused? 0.

Event description:
This report summarizes <noe>1</noe> malfunction events. The customer complained of a questionable low elecsys probnp ii immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer. Patient age range: asku; patient weight range: asku; patient gender breakdown: asku; patient race breakdown: asku ; patient ethnicity breakdown: asku.